Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and failed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was performed and passed. Internal visual inspection was performed and passed. Performance data was reviewed finding no errors related to the complaint within the investigation window. The allegation was undetermined. However, a damaged lcd screen was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.